Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an error occurred on universal surgical manipulator (usm) 1, and one of the usms was drifting. The site was able to clear the issue and continue with the case. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed error 32097 on usm 1. The procedure was completed with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system and failed in normal mode by triggering error 31226. The usm was also tested on a functional test platform and passed the 0940 and 0960 tests. The fiber power trending also shows decaying on the clock spring, parallelogram and rolling loop.

Event description:
Refer to h10/h11 for follow-up information.